Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was 400 mg/dl at the time of event. Customer was treated high blood glucose with insulin pump. Customer current blood glucose was 410 mg/dl. Customer also stated that they received low battery alert. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege that insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.